Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. Sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.